Event description:
A hospital in (B)(6) reported that a patient was receiving nasalhigh flow using an mr880 with high flow blender and an rt241 breathing circuit system. The patient and nurse could smell "burning" and the patient immediately removed the nasal interface. They then noticed that the water bag had completely emptied and was starting to inflate. The hospital unit was visited by a fisher & paykel representative to determine the cause of the problem. It was explained to the staff that it is vital to ensure that the water is replaced before it is exhausted and that the chamber should be replaced if it has been run dry. Hospital charge nurse, reported that the incident was probably user error and that the equipment was probably not to blame. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit and chamber were not available for inspection as they had been discarded by the hospital. Our investigation is based on our knowledge of the product and the description of events. Results: from the description of events, there is no evidence to suggest that the breathing circuit or chamber malfunctioned. Once the water chamber became empty, it would have caused the 'burning smell' noted by the patient and nurse. Conclusion: the hospital seem satisfied that this incident was the result of user error. Further training was provided by the fisher & paykel clinical representative and the hospital reported that they are satisfied with the outcome.